Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2020, the patient experienced discharge and pain on peg entrance area. The patient was admitted to the hospital, an endoscopy was performed and no issue with the tube system was observed. The patient was treated with unknown oral antibiotic.

Manufacturer narrative:
Reference record (B)(4). Additional information in section b4.

Event description:
On (B)(6) 2020, the patient went to the hospital and was examined by gastroenterology and general surgery physicians. A foley catheter was temporarily inserted to prevent the stoma from closing until the new peg-j tube was inserted. On (B)(6) 2020, unknown intramuscular (im) antibiotic treatment began for 5 days because of complications related to the stoma. Bleeding, discharge and pain at the peg stoma was ongoing.